Event description:
Caller tested 4.7 inr and 3.6 inr on the coaguchek xs system. With the result of 4.7 inr the caller states he had to squeeze his fingertip hard to obtain a blood sample. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.